Event description:
It was reported that the pump was removed, due to a pocket infection. No pt symptoms or outcome were reported. Additional info has been requested from the hcp, but was not available as of the date of this report. Per the MFR's device tracking system, the pt underwent a new pump replacement in 2008